Manufacturer narrative:
09-dec-2021 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the mains cable due to improper consumer handling.

Event description:
Female consumer via e-mail stated that on (B)(6) 2021 her oral-b waterjet cleaning system power cord exploded with big, spraying sparks. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via e-mail stated that on (B)(6) 2021 her oral-b waterjet cleaning system power cord exploded with big, spraying sparks. No injury was reported.